Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was found to still have an unspecified bacteria after being sterilized at 134 (celsius) for 3 minutes. The subject device was re-sterilized at 134 for 18 minutes to remove the bacteria. There was no patient involvement.

Event description:
It was reported the camera head was found to still have an unspecified bacteria after being sterilized at 134 (celsius) for 3 minutes. The subject device was re-sterilized at 134 for 18 minutes to remove the bacteria. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.